Event description:
It was reported that he insulin pump alarmed motor error. Customer's blood glucose was unknown however customer's recent blood glucose was 212 mg/dl. Troubleshooting was done. Customer reported that the insulin pump was exposed to magnetic field. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, and basic occlusion test. Unable to prime during prime and compromised force sensor system test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted. Insulin pump received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.